Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 4: 1627487-2017-01924,1627487-2017-01925 and 1627487-2017-01926. It was reported the patient¿s peripheral leads (off label use for lead model 3146) had migrated after she suffered a fall. The patient underwent surgical intervention on (B)(6) 2017 where the entire system was removed and replaced with a new one.